Event description:
Lap sigmoid colectomy procedure. Slcr55b was fired and did not open at the end of the fourth firing (third reload). Manual release was ineffective and surgeon had to remove dlu by pulling and tearing away the tissue while the jaws remained closed. Cautery and competitive product was used to complete the case.